Event description:
An initial MDR regarding this case was filed 19-jul-2023 (report number 3016798778-2023-00032). Additional information was received by millyard advanced medical products, llc by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. The logs from remotes (B)(6) (paired with pump (B)(6) and (B)(6) (paired with pump (B)(6) show that both pumps generated pump failure alarms on the date of the complaint (B)(6) 2023). Disassembly of the pumps confirmed that the reported issues were attributed to hardware failures in each pump. No further investigation is possible. Both pumps performed as designed by alarming to alert the user of the hardware failures.

Event description:
An initial report of patient hospitalization was received by united therapeutics on (B)(6)2023 and forwarded to millyard advanced medical products, llc on (B)(6) 2023. The patient reported both pumps were alarming and troubleshooting was unsuccessful. The patient was instructed to go to the ER. Replacement pumps were delivered to the patient's home, and remodulin therapy was successfully restarted. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.